Event description:
It was reported the implantable neurostimulator (ins) was having communication issues. It was suspected the ins overdischarged. The patient was unable to get communication with the recharger, but was able to get communication with the patient programmer. The patient programmer indicated to recharge. It was reported the patient had a fall two weeks ago. Two weeks ago was the last time she recharged and the last time she felt stimulation. It was noted the patient recently lost 23 pounds. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3887-33, lot# l76516, implanted: 2000 (B)(6), product type lead, product ID 3887-33, lot# l74517, implanted: 2000 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2007 (B)(6), product type recharger, product ID 37742, serial# (B)(4), product type programmer, patient product ID 3708260, serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).